Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alledged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The third-party servicer technician identified a ventilator inoperative error code e-86 (failure of the outlet pressure sensor), resulting in the pca needing to be replaced. The technician also detected error code e-96 (unable to write to event log) which is unrelated to the reportable malfunction. The device is currently still under investigating by a third-party service center. If additional reportable information is received, then a supplemental report will be submitted.